Event description:
In 2008, covidien received a report of a n-560 with high saturation readings. The oximeter was reading 88-90% compared to an unk oximeter with readings of 78% used by paramedics during transport. The n-560 monitor was alarming as expected. A max- n sensor applied the night before had not been changed. The pt was administered oxygen. The pt has been returned home.

Manufacturer narrative:
Covidien investigation was unable to duplicate the report of high readings. The unit performed within specs when tested on a src-max test fixture and a bio-tek index-2 simulator using a ds-100a sensor. The unit was run for 2 hours at spo2 settings ranging from 98% to 60% and the unit consistently produced readings within specification. A clinical review concluded that the device performed as intended. The trend date printout was reviewed and the dates of the data were inconsistent with dates of the reported incident. Directions for use (dfu) on max-n sensor requires an inspection of the sensor sight every eight hours to endure adhesion, skin integrity, and correct optical alignment.